Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2004 and a total left hip arthroplasty on january 25, 2005. Patient's legal counsel further reported patient allegations of pain and elevated metal ion levels. There have been no reported revision procedures. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted a left hip revision was performed on (B)(6) 2007 due to dislocations and the presence of fluid. The modular head was removed and replaced. Medical records further noted a second left hip revision was performed on (B)(6) 2011 due to dislocations and the presence of a pseudotumor with fluid collection, soft-tissue necrosis, effusion of the hip, clotty brown fluid, corrosion at the trunnion and cystic defects in the posterior wall. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2013-03432/-03433/-03434 & 2014-00616/-00617/-00618).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿

Event description:
Legal counsel for patient reported patient experienced pain and elevated metal ion levels. No revision procedures were alleged. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a right hip revision procedure approximately ten (10) years post-implantation due to metallosis and the presence of a pseudotumor. During the procedure it was noted that the removal of the acetabular cup went slowly, in an attempt to preserve bone stock. Serosanguineous fluid and scar tissue were also noted. The modular head and acetabular cup were removed and replaced. A competitor acetabular cup and liner were used to complete the procedure.